Manufacturer narrative:
Initial.

Event description:
It was reported that an ilet pump was found with a cracked and partially nonvisible screen after school, with the screen still responsive but unreadable over a large area, and the user transitioned to backup therapy. Symptoms included no injury. Outcomes included interruption of automated therapy and reliance on backup therapy. Investigation included complaint intake review, photo review, and troubleshooting with education provided to the caregiver. Investigation of this case revealed physical damage to the display assembly consistent with a cracked or broken screen that impaired usability, with no alerts or alarms reported and no data sync available due to absence of the mobile app. It was concluded, based on previously established findings for similar reports, that the cause was user environment or handling leading to external physical damage.